Event description:
It was reported to boston scientific corporation that a captivator snare device was used to treat colorectal cancer in the colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2026. During the procedure, the assistant experienced discomfort while attempting to deploy the loop within the endoscope. Despite this, deployment was initiated, and an attempt was made to resect the lesion; however, the snare failed to close, requiring temporary discontinuation. The procedure was subsequently reattempted using another of the same device, and the procedure was completed. Following completion, it was observed that when the first snare was fully deployed, a foreign object resembling a piece of metal came out from the sheath. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility ((B)(6) hospital) initial reporter city ((B)(6)) block h6: imdrf device code a050702 captures the reportable event of loop unable to cut. Imdrf device code a0501 captures the reportable event of loop detached.

Manufacturer narrative:
Block e1: (B)(6). Block h2: additional information: block b5 (describe event or problem) has been updated based on the additional information received on february 24, 2026. Block h6: imdrf device code a050702 captures the reportable event of loop unable to cut. Imdrf device code a0501 captures the reportable event of loop detached. Block h11: investigation results the returned captivator snares device was analyzed, and a visual evaluation noted that the working length and wire were kinked at multiple sections. Functional inspection was performed, and it was found that the device was extended and retracted in the 10-inch loop fixture and the loop could extend properly. Additionally, the device was actuated manually, and it was observed that it was not difficult to actuate. A continuity and electrical test were performed, and the device was found within specification. The loop was not detached. The device was returned with two metallic pieces; however, they were analyzed under magnification, and they were not components of the device. No other problems with the device were noted. The reported event of loop unable to cut and loop detached were not confirmed. It was found that the working length and wire were kinked at multiple sections. These problems likely occurred due to the manner in which the device was handled and manipulated, which may have caused the reported and encountered failures. Excessive manipulation of the device without enough care could have induced the defects found. Due to the product analysis performed on the device, it was found that the continuity and electrical tests performed were within specifications. The loop was not detached, and the loop could extend and retract properly without any additional resistance. It is important to mention that the two metallic pieces were not components of the snare. Taking all available information into consideration, the most probable cause of this complaint is device problem excluded.

Event description:
It was reported to boston scientific corporation that a captivator snare device was used to treat colorectal cancer in the colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2026. During the procedure, the assistant experienced discomfort while attempting to deploy the loop within the endoscope. Despite this, deployment was initiated, and an attempt was made to resect the lesion; however, the snare failed to close, requiring temporary discontinuation. The procedure was subsequently reattempted using another of the same device, and the procedure was completed. Following completion, it was observed that when the first snare was fully deployed, a foreign object resembling a piece of metal came out from the sheath. There were no patient complications reported as a result of this event. Additional information received on february 24, 2026: it was confirmed that what seemed to be metallic fragments were approximately 1 to 2 mm in size, gray in color, and estimated to number two or three pieces.